Event description:
It was initially reported by the pt that she wants to have her vns removed. She stated that she had swollen and tender lymph nodes with infection at her neck which has been going off and on for the last two yrs. She indicated that she now wants her vns removed. Pt is scheduled for an explanted vns surgery. Good faith attempts to obtain additional info have been unsuccessful till date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.